Event description:
Reportedly this device was explanted at implant due to systolic anterior motion of anterior leaflet which caused insufficiency. Physician elected to use another ring style.

Manufacturer narrative:
Device not returned.